Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.

Event description:
It was reported that during the course of a procedure the tip that connects to the shield on the device became unglued. A back-up device was used. The tip did not enter the surgical site. There were no adverse consequences, no medical intervention and no surgical delay.